Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter system was missing the usb cable and ac adapter from the system kit. This complaint was classified according to the customer care advocate (cca) documentation. The patient reported prior to the start of the alleged issue, she had symptoms of "nervousness, anxiety, can't sleep, shaky, pain in joints and dry mouth." It is unclear if the patient attributes these symptoms with high or low blood glucose. The patient reported the alleged issue occurred on (B)(6) 2012, at approximately 10pm. The patient did not report what medications she uses to manage her diabetes. It is unknown if the patient made any changes to her diet, activity level or medications on the day of the alleged issue. However, the patient denied receiving any medical intervention in response to her symptoms. During the time of troubleshooting, the cca confirmed there was missing product from the system kit. There is no indication that the subject meter caused or contributed to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue; therefore, the meter could not caused the injury. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.